Manufacturer narrative:
H.6. Investigation: investigation summary: a single customer reported draw volume (overfill) issues which they indicated resulted in erroneous results while using the bd vacutainer® plus sodium citrate blood collection tube (reference catalog number 363083, lot number 9036654). Tube draw volume (overfill) issues can be attributed to product performance or pre-analytical (sample collection techniques) factors. From a product performance perspective, bd pas does not believe this to be a product performance issue as the internal testing (draw volume) on retention samples from the incident lot demonstrated that all tubes met the established specification limits and there were no product-related issues identified to tube overfilling. Tube overfilling can result in potential erroneous results due to an incorrect blood-to-additive ratio. Bd pas performed internal testing (titration) on retention samples from the incident lot for which some tubes exceeded specification limits when compared to control tubes, however, a review of the additive dispense process capability data confirmed that the dispense equipment for bd vacutainer® plus sodium citrate blood collection tubes met established specifications and that the correct amount of additive was dispensed. All product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Also, bd pas performed a device history review (DHR) which did not identify any issues that could have contributed to the customer¿s reported failure mode. From a pre-analytical perspective, the phlebotomist ultimately controls the total amount of specimen collected from a patient and must follow best phlebotomy and blood collection practices in accordance with the product¿s instructions for use (IFU). While a definitive root cause could not be established, bd pas believes the draw volume (overfill) issue is most likely related to a pre-analytical error during specimen collection. Bd pas performed multiple follow-ups with the customer to obtain additional information regarding the erroneous results; the customer did not respond to bd pas¿ attempts. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill resulting in erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled and produced erroneous results. The following information was provided by the initial reporter: stated there was overfilling. Overfill caused erroneous results.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled and produced erroneous results. The following information was provided by the initial reporter: stated there was overfilling. Overfill caused erroneous results.